Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the battery fallout test during preventive maintenance. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that medium alarm displayed: loss of power occurred while running and medium alarm acknowledged: loss of power occurred while running were recorded in history. During analysis, the reported issue was able to be duplicated, battery fallout found during investigation. Error "loss of power" occurred while running. Replace aa batteries was duplicated. Service will reinstall the device software. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.